Event description:
Clinical trial. It was reported that post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated a de novo bifurcated lesion in the proximal left anterior descending artery (lad). The lesion was 3.5mm wide, 30mm long and 90% stenosed . There was mild tortuosity. Thrombus was present pre-treatment. The physician predilated the lesion prior to placing a 3.5x32 mmtaxus express2 drug eluting stent. The physician also placed an overlapping 2.5x16mm taxus liberte drug eluting stent. It was noted that a dissection and side branch event (flow impairment) occurred post treatment. The thrombus was noted as still present. The pt received gpiib/iiia inhibitors during the procedure. The pt was discharged 4 days later on aspirin and plavix. On day 156, the pt had a tvr to the proximal lad. Pre treatment stenosis was 90%. A non bsc stent was placed, and residual stenosis was 0%. The event was considered resolved. The pt was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is no relationship between the tvr and the taxus express2 stent.

Manufacturer narrative:
H6: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #7203977 found that the device met its material, assembly and product specifications, at the time of release to distribution. There are no associated complaints for this batch. These complaints are trended on a monthly basis. No root cause can be determined.